Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the implant site. Surgical intervention took place wherein the system was explanted to address the issue. Infection has resolved.

Manufacturer narrative:
A patient experienced an infection at the implant site was reported to abbott. The system was explanted to address the issue. Infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.